Event description:
It was reported that an venotomy closure of the common femoral vein was attempted with two prostyle devices after a valvuloplasty diagnostic procedure using an 8f sheath. Reportedly, a suture break occurred with both devices. The method used for hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.